Manufacturer narrative:
B4. Date of this report 13 oct 2025. G3. Date received by the manufacturer? 13 oct 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. User was advised to re-link the sensor. Multiple attempts were made to contact the user to assit with the re-linking process, but no response was received. As a result, no further information was available for this incident. Upon review of the dms, the user is currently using the system with up-to-date information.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.